Manufacturer narrative:
Updated product information. Refer to field d4.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA has not been issued. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Per instrument logs, this instrument was not used in subsequent procedures.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, a cable on the force bipolar instrument broke, no fragment fell. The cannula and instrument had to be removed at the same time. The same cannula was reinstalled after being removed from the instrument. The procedure was completed robotically.